Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal locator was unable to be fixed into the insertion sheath. When the locator was inserted into the insertion sheath to make an assembly, the locator and insertion sheath were not locked as no snapping sound was heard. The locator was removed from and reinserted into the insertion sheath a few times. As the locator and insertion sheath were not firmly locked, the assembly was inserted along the guidewire, but the locator was coming out. While holding the locator that was coming out, the physician somehow managed to insert the assembly into the artery and the backflow of blood was seen. Subsequently, hemostasis was successfully achieved by the device without replacement. The estimated blood loss was less than 250 ccs. No health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not needed. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.